Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. It also stated that currently customer had blank display. The issue of blank display was unresolved in troubleshoot. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The insulin pump passed the self- test, sleep current measurement test, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. The insulin pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electronic board during visual inspection. The insulin pump was received with scratched case and pillowing keypad overlay.